Event description:
It was reported that the catheter had a defective tip, hindering the removal and damaging the catheter. (B)(6) 2015 - returned sample is a guidewire with a frayed tip.

Manufacturer narrative:
The complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The returned product was one nitinol guidewire and two 4fr s/l groshong catheter kit package labels. The inner core wire of the guidewire was broken approximately 6.3cm distal to the transition. The nitinol component of the wire appeared unremarkable. The outer coil wire was elongated and broken in the vicinity of the inner core wire break. The distal segment of guidewire including the distal weld tip was not returned for evaluation. The inner core wire appeared curled in the vicinity of the complete break. Light blood residue was observed along the inner core wire revealed that the break was roughly perpendicular to the long plane of the wire. One side of the break surface appeared beveled. The beveled section exhibited increased luster. Examination of the break in the outer coil wire revealed a tapered appearance and granular texture, typical of a tensile break. The bevel, increased luster of the break edge along with the sharp curl in the vicinity of the break suggested that the guidewire was retracted against a sharply cornered metal object, likely the introducer needle. A warning regarding retraction of the wire through the needle is provided in the IFU. The wire must remain in place while the needle is retracted. Reversing this process (retracting the guidewire while leaving the needle in place) may damage the wire and/or needle. A lot history review (lhr) of rexg1499 showed no other similar product complaint(s) from these lot numbers.